Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05219. The pt received his scs system on (B)(6) 2010 with a paddle lead. It was reported that the pt fell from a ladder and subsequently had a change in stimulation. He felt overstimulation when the stimulation was on. As a result, the ipg and lead were explanted and replaced.

Manufacturer narrative:
Evaluation: results: the product was received incomplete. The lead segment and terminal end did not reveal any anomalies. Functional testing was not performed due to the lead segment being cut. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.